Event description:
It was reported, the evis exera iii video system center was not recognizing the scopes. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Correction to h6 (component code) of the initial report. " 4755 - part/component/sub-assembly term not applicable" is being corrected to " 841-imager". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed, and a root cause could not be determined. Olympus will continue to monitor the field performance of this device.